Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the elevator channel plug was loose, due to wear of the lock engagement lever the up/down knob could not be locked securely, the grip had a scratch, the air/water cylinder had discoloration, the suction cylinder had discoloration, the suction cover plate was detached, because the guide pin of the electrical connector was shaved the water tightness was lost, due to a scratch on the acoustic lens the insulation resistance value did not meet the standard value, the acoustic lens had a scratch, the adhesive around the light guide lens had wear, the adhesive on the bending section cover rubber had a discolored area, the connecting tube had coating peeling, due to wear of the angle wire the play of the up/down and right/left knobs both were out of the standard value, due to wear of angle wire the bending angle in the up/down/right/left directions did not meet the standard value, due to wear of the knob wire the fixing force of guide wire did not meet the standard value, and the universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had insufficient angulation and play, and the bending section cover rubber adhesive was worn out. There were no reports of patient or user harm associated with the event. The device was returned to olympus for a device evaluation and found there was a gap between the acoustic lens and ultrasound probe, and the acoustic lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observe gap between the acoustic lens and ultrasound probe issue, and the peeled acoustic lens issue could not be determined, however, the issues were likely the result of physical stress due to user handling/mishandling by dropping and/or knocking the affected part to a hard surface/object and chemical stress during the cleaning/sanitization process. Olympus will continue to monitor field performance for this device.